Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The bolus wizard functioned properly. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had bolus wizard complain. Customer's blood glucose at time of incident was 27.1mmol/l. Customer stated that bolus wizard is not functioning correctly. Customer would like the pump replaced. Customer agreed that pump will be replaced.